Event description:
Dr reported an incident with a patient who received sirt approximately 5 months ago. The patient now has a significant ulcer and has been admitted to the hospital with complications due to the ulcer. The below is text from the dr describing the situation: I have this patient with a bad ulcer, admitted with a failure to thrive, surgery thinking partial gastrectomy or even whipple, although unlikely. Any resources from sirtex re: managing ulcers? Since there was an incidence in sirflox, there must be experience with them, just wondering if there was a document or something. Just because stomach and duodenum were involved, to make sure anastomoses healed, surgeon doesn't want to operate, but if she were to bleed or it persists, we are about 5 months out from treatment.